Manufacturer narrative:
A review of the manufacturing records for the device was not conducted. A review of the manufacturing records was not possible as the lot number for the device used was not available.

Event description:
According to bo risberg, martin delle, lars lonn and ingvar syk, management of aneurysm sac hygroma, journal of endovascular therapy: april 2004, vol. 11, no. 2, pp. 191-195 the article revealed on case report associated with gore excluder endoprosthesis. A excluder device was implanted to treat an abdominal aortic aneurysm. The patient was male, approximately (B)(6) years old. Post device implant, spiral computed tomography (CT) demonstrated aneurysm sac hygroma. Sac hygroma was diagnosed as the cause for increasing aneurysm diameter. The diagnosis was made based on the lack of a demonstrable endoleak on CT imaging, the presence of a gelatinous clear fluid in the sac, and a non-pulsatile sac pressure, that was about one third of the systemic blood pressure. The patient was followed at regular intervals with spiral CT and percutaneous CT-guided trans-lumbar intra-sac pressure measurements. The only treatment performed was puncture of the aneurysm sac and aspiration of the fluid. The fluid removed from the sac was translucent, whitish, semi-liquid, gelatinous, and viscous. Blood samples and fluid aspirated from the sac were analyzed to detect activation of the coagulation and fibrinolytic systems. This treatment failed to prevent repeat episodes of hygroma. Over the course of the follow-up period, the aneurysm sac diameters did not change appreciably.